Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient "received a shock" from their oven while cleaning it, which was determined to be loss of biventricular pacing from the cardiac resynchronization therapy defibrillator (crt-d) due to electromagnetic interference (emi)/noise sensed by the device while the patient was cleaning their oven. The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.